Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the image was not output due to effect of maj-1430 (video cables) because it was described that the issue was solved by removing maj-1430 (video cables). Olympus will continue to monitor field performance for this device.

Event description:
The facility¿s biomedical engineer called to report that his olympus evis exera iii xenon light source was producing an intermittent image. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. Durin the call, tac recommended a few trouble-shooting options to help resolve/prevent the issue from reoccurring. The customer confirmed that removing the pigtails from the processor appeared to resolve the issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.